Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and wire lumen (shaft). The tip, balloon, markerbands, proximal weld, and shafts and hypotube were microscopically examined and tactile inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material located 1mm distal of the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-april-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 15x2.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.